Event description:
It was reported the device exhibited an under-infusion during testing, no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Manufacturer narrative:
Other text: it has been determined that the complaint file (B)(4) with a manufacturing report number of 3012307300-2023-08606 was inadvertently assessed as reportable, therefore, there was no report of patient death, serious injury, and no evidence of a reportable product malfunction. Please disregard the previous submission. Any additional reporting will be conducted under the applicable file.